Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. The handpiece had a cracked trigger housing which caused the trigger to stick. The trigger spring was not touching the ebox sensor. The device was repaired and returned to the customer.

Event description:
It was reported that the saw's trigger would stick. The issue was not found during a procedure so there was no pt involvement or adverse consequences related to this event.